Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler only fired part of the way and stopped. Case completed with another device of the same product code. No patient consequence.

Manufacturer narrative:
Evaluation summary: one instrument was received in good visual condition and loaded with a cartridge that was noted to have a wedge band bypass; right side 1/10 partially fired, left side 1/3 partially fired; in addition, it was noted to have the lockout tab damaged and two protruding staples at the distal end. As the instructions for use state, "once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lockout. If resistance is felt, stop and replace the cartridge. Firing through the lockout mechanism will break the instrument. The firing stroke must be completed. Do not partially fire the instrument." When tested for functionality with a test cartridge, the instrument fired conforming.